Manufacturer narrative:
(B)(4) - mfg. Date: 04/30/2015 - expiration date: 04/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when a battery was placed into the controller, the controller unit automatically switched to the other battery. This has the potential to cause death or serious injury. Power switching from one battery has the potential to lead to simultaneous loss of power to both controller ports (double disconnect) resulting in pump stop which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. No consequence to patient. No additional information available.

Manufacturer narrative:
Additional system component being reported for this event: (B)(4) -UDI number-(B)(4). (B)(4). Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Of note, the controller (B)(4) in use during the time of the reported event was upgraded to smr the reported event could not be duplicated at the bench level. No failure was detected heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.